Manufacturer narrative:
Findings: a customer reported via phone call indicating that their insulin pump alarmed motor error and a no delivery alarm. The patient's blood glucose level was 309 mg/dl. The customer treated their blood glucose with a manual injection. Customer states they are able to complete the rewind sequence. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error and a no delivery alarm. The patient's blood glucose level was 309 mg/dl. The customer treated their blood glucose with a manual injection. Customer states they are able to complete the rewind sequence. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.